Event description:
The implantable neurostimulator and leads were explanted on the day of the report due to the patient being at eos (end of service) from 3 overdischarges. The explant was so that future mris could be performed; however, there was difficulty removing the lead and 5 electrodes in total are still implanted. 2 electrodes from the left lead and 3 electrodes from the right lead. The leads were removed from mi-thoracic spine area. The manufacturer representative is uncertain of what level. The leads are not available for return. Images were taken of the electrodes remaining in the patient.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that they were notified by the physician's office on (B)(6) 2020 that on (B)(6) 2020 the patient was unable to charge the implanted neurostimulator (ins) because they were seeing the reposition antenna screen. The antenna locate (al) feature was performed and they were seeing numbers around 70-80. The rep had the patient initiate a physician mode recharge (pmr) over the phone because the patient could not meet at the hcp's office due to covid-19.  After three pmr attempts, the patient still could not successfully get to a normal recharge screen.  It was noted the patient's ins had been in overdischarge two times before, so the rep inquired about the relationship between overdischarge and an ins going into end of service (eos).  Technical services (ts) explained that if the ins has been in overdischarge 3 times, it would very likely go into eos after recovery of the 3rd overdischarge. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that they were notified by the physician's office on december 10, 2020 that on (B)(6) 2020 the patient was unable to charge the implanted neurostimulator (ins) because they were seeing the reposition antenna screen.  The antenna locate (al) feature was performed and they were seeing numbers around 70-80.  The rep had the patient initiate a physician mode recharge (pmr) over the phone because the patient could not meet at the hcp's office due to covid-19.  After three pmr attempts, the patient still could not successfully get to a normal recharge screen.  It was noted the patient's ins had been in overdischarge two times before, so the rep inquired about the relationship between overdischarge and an ins going into end of service (eos).  Technical services (ts) explained that if the ins has been in overdischarge 3 times, it would very likely go into eos after recovery of the 3rd overdischarge.  No symptoms reported. The manufacturer representative reported on (B)(6) 2020 that another rep had met with the patient on (B)(6) 2020, and they were able to clear the power on reset (por) code. They confirmed the patient was able to use their device and confirmed that the end of service(eos) code has not been seen yet. They were unable to obtain the patient's weight.